Manufacturer narrative:
The reported event of premature discharge of the battery was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on device usage. Device image indicated low voltage on event date due to automated settings such as autocapture and rate responsive feature. No large voltage drop was found throughout bench and environmental stress testing. Electrical and mechanical analysis performed indicated normal functionality.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was stable.